Event description:
It was reported that using an unspecified artery access approach of an acute myocardial infarct patient during a procedure of the 100% stenosed, left main and proximal circumflex artery that the 3.0 x 38 mm xience xpedition stent delivery system (sds) was positioned and pressurized but the balloon could not be inflated and the stent was not deployed. The sds was removed without reported incident and a different sds was used in the procedure. Outside the anatomy it was noted that the guide wire exit port of the sds was torn/damaged. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system sds was returned for analysis. The guide wire exit notch damage was confirmed, and inflation difficulty was confirmed with the observation of the tear in the shaft. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.